Event description:
It was reported that the burr got stuck with the wire. A 1.50mm rotapro, 2.00mm rotapro and two ng rotawire floppy 5 pack were selected for use. During removal using dynaglide, the advancer and the wire became stuck midway and then were removed together. An additional ablation was performed with a second burr and rotawire. When attempting to remove the wire, the rotawire came out, likely causing a rupture of the opaque portion of the rotawire due to contact with the burr. It had to come out to the proximal area, so it could be easily removed using a snare. The procedure was completed with another of the same device. There was no patient injury and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Inspection of the device did not identify any damages or defects. During testing, the returned wire was able to be removed with resistance but was not able to be reinserted due to kinks in the wire.

Event description:
It was reported that the burr got stuck with the wire. A 1.50mm rotapro, 2.00mm rotapro and two ng rotawire floppy 5 pack were selected for use. During removal using dynaglide, the advancer and the wire became stuck midway and then were removed together. An additional ablation was performed with a second burr and rotawire. When attempting to remove the wire, the rotawire came out, likely causing a rupture of the opaque portion of the rotawire due to contact with the burr. It had to come out to the proximal area, so it could be easily removed using a snare. The procedure was completed with another of the same device. There was no patient injury and the patient was stable.